Event description:
The facility's biomed reported fail code 500. The biomed did not have information regarding whether the fail code occurred during patient use or biomed testing or if there have been any patient incident reports filed on this pump since the last baxter service event. Additional contact information was requested but no additional contact was identified.